Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause of the elevated thresholds was not determined but a micro dislodgement was suspected. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.